Event description:
We have had 5 ets-flex 45 mm ethicon staplers that misfired during procedures over the last couple of months. No patient harm as surgeon swapped out the devices and continued the procedure.